Event description:
During investigation of a cycler that was replaced due to a non-reportable problem, drain alarm occurred during drain 5 of a simulated treatment. The drain volume shown was about one liter less than the programmed fill volume. Fill 6 showed a volume of 2,160 ml. But the pseudo-patient bag weighed 3,698 gms. The same problem occurred during drain 4 and fill 5 of another simulated treatment. The volume displayed on the cylcer was lower than the actual volume.